Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a new implantable pulse generator (ipg) implanted and now they "have two knots where the wires are in their chest." The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.